Manufacturer narrative:
One cadd solis vip pump was received with no physical damage found. The event history log was reviewed and there was a "pump settings and patient data lost" alarm message. The pump was charged for 7 days and the reported issue was unable to be duplicated. There was no problem found after the pump was charged. The issue was caused by a depleted internal battery and was resolved by charging the pump.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump's internal battery was not holding charge. There was no reported adverse event.